Manufacturer narrative:
Initially it was reported that the ventilator had an issue. On-site investigation was performed by our field service engineer. It was confirmed that ventilator failed during pre-use check. According to received information in service report, the flow transducer test failed. No part was replaced. Customer was informed that hepa filters should be used. The cause of the claimed issue in this customer product complaint has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator had an issue. There was no patient harm. Manufacturer's ref. #: (B)(4).